Manufacturer narrative:
Follow up MDR for device evaluation. No photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set was cracked and leaking. The following information was provided by the initial reporter: was contacted by educator stating that one of his nurses flushing the ext extension set from the pigtail side and noticed it leaking where the t port meets the pigtail. Noticeable crack/ tear on tail.